Event description:
Leakage of blood at the adaptation of the 3-way top of an extension set. Blood leaked from both ends of the extension set. There was no harm to the patient. Although requested, no additional information has become available.